Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two opened (with original label), used temporary pacing electrode catheter. Visual inspection of the sample noted using the luer lock catheter balloon was inflated with 1.5 cc air, stopcock closed syringe removed. Allowed to rest with no leaks noted for one minute. The balloon inflated with no issues, stopcock opened, and balloon deflated. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were 2 pieces of temporary pacing electrode catheter did not inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were 2 pieces of temporary pacing electrode catheter did not inflate.